Event description:
It was reported that the patient would feel an increase and decrease in stimulation while playing with wii product. It was reportedly not clear if this occurred at any other time other than playing with the wii. There were reportedly no allegations of shocking. It was noted that the changes could be due to positional changes triggering different adaptive stim positions. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).